Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (12mg/ml at 3.687mg/day) and dilaudid (20mg/ml at 6.146mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The motor stall occurred on (B)(6) 2018 and tube set occurred on (B)(6) 2018. The motor stall was active. The hcp and the patient denied any electromagnetic interference (emi) or magnetic interaction. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a manufacturer¿s representative (rep) on (B)(6) 2018. The issue started on (B)(6) 2018 (contradicting to what was previously reported as (B)(6) 2018, and the explant occurred on (B)(6) 2018. The hospital was in possession of the product, they were notified that the product should be returned, the return status was unknown. The patient¿s device was replaced by another of the same manufacturer. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient experienced withdrawal. Actions taken to resolve the issue included calling the manufacturer¿s technical support and the doctor gave the patient oral medications. It was reported that the issue was resolved at the time of the report. The patient¿s weight was unknown. The patient status was listed as ¿alive ¿ no injury.¿ the hcp would have no further information for the manufacturer. There were no further complications reported/anticipated.

Manufacturer narrative:
It was reported that morphine was also being delivered at an unknown dose and concentration. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.